Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On routine home visit for 10 year follow up on 07/02/2019 patient reported that on (B)(6) 2019 she had experienced a sudden onset severe pain and swelling in her left knee (tkr), medial to patella. Patient had a left tkr on (B)(6) 2009. She is generally in good health and exercises regularly and does not normally experience pain in her replaced knee. She had not experienced any trauma or anything else that could explain the pain or swelling. Patient attended ed at (B)(6). She had a knee x-ray and an aspiration. She was admitted for 24 hours. Patient report that the x-ray showed no bony injury and aspirate showed no sign of gout or infection. She was discharged home. Symptoms had settled totally within 1-2 weeks.